Event description:
Revision surgery was reported.

Manufacturer narrative:
.

Manufacturer narrative:
The associated blocks were not returned. A review of the device history record revealed no discrepancies. Our investigation included an engineering investigation by our (B)(4) team. Per the engineering investigation segmentation and alignment was completed within (B)(4) standards. It was noted that the (B)(4) standards in place at the time of manufacture of these blocks has since changed. Per the new standards changes would have been made to the anterior medial tibial segmentation. In the post-operative radiograph it appears the tibial component is several degrees too varus with an anterior slope. The clinical result is very different from the (B)(4) alignment plan. Correcting the tibial alignment by 1 degree however would only have compounded the issues experienced clinically. The major discrepancy between the two alignments leads us to believe that the tibial cutting block was potentially improperly placed. The design of the block is such that improper placement could lead to an excessive varus alignment and potentially alter posterior slope. It was noted that in the pre-operative plan a note was included to verify alignment before making resections. Block fit and alignment should be verified with the provided alignment check and drop rod which should have made a mal-alignment or anterior slope easily identifiable. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
A revision was performed due to malposition of the knee endoprosthesis has been reported. During implantation, visionaire cutting blocks were used.